Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair, the fast-fix 360 t2 was not fired, it remained inside the cannula; it came out when the device was removed from the joint and the t2 was pulled. The t1 implant was removed using an arthroscopic grasper. The procedure was completed using a s+n back up device. There was a delay of less than 30 minutes. No further complications were reported.